Event description:
It was reported to boston scientific corporation that a two-port through the peg jejunal feeding tube (j-tube) (exact upn is unknown) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the j-tube got kinked and blocked. The j-tube was replaced with a new two-port through the peg jejunal feeding tube. The administration of duodopa was interrupted for approximately 16 hours while the j-tube was replaced, during which time the patient received an oral medication. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the j-tube replacement was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event j-tube kinked. The reported event j-tube was blocked. The complainant indicated that the device will not be returned for evaluation as it was reported to be used as damage waste; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.